Event description:
It was reported that during an unrelated procedure, the patient's right ventricular lead was found to have a fracture, resulting in an unspecified electrical malfunction. The lead was capped and replaced on (B)(6) 2023. The patient was stable throughout.

Manufacturer narrative:
Further information was requested, but not received.